Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Actual samples were returned and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unknown date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge was completely separated from the minicap. This was discovered before patient use. There was no patient involvement. No additional information is available.